Event description:
It was reported that while shaving the left ankle joint it was noticed that a large piece of metal had broken off. The joint was copiously irrigated. The piece was not retrieved after irrigation. It was not clear if the piece was removed. An x-ray was taken with a mini c-arm and the piece was not seen. The device was not replaced.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device passed visual inspection with no indications of any piece of metal having broken off . The entire device and both shafts were fully intact. The device was tested and passed the required drop test. The inner shaft slid easily into the outer shaft with no binding or scraping observed. Both the inner and outer shafts were able to rotate freely in both directions. The device history record was reviewed, and no discrepancies were noted.